Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Downstream occlusion sensor and clock battery replaced as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump has double beeps no cassette. No reported adverse effects.